Event description:
Title: 6635-01 acuclip. Three different acuclip clip guns did not release the staples appropriately. The guns did not appear to be releasing the staples at all rather than misfiring. The operator of the device did not save any of the staples which may have been fired or those that did not fire. The fourth gun utilized was functioning as it should. Each of the malfunctioning acuclip guns is a single use device not requiring additional servicing. The site continues to use this device at this time.